Event description:
Complainant alleged that during biomed testing, the devices display showed horizontal and vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.